Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information requested but unavailable: it was reported that the ¿blade cracked.¿ did the blade tip break off?. If yes, how was the device being used when the blade tip broke off (gray button/green button?. Type of tissue, after how many activations, etc.)?. Did the broken blade tip fall into the patient?. Was the broken blade tip retrieved from the patient?. Did this cause a change in the plan of care for the patient?.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure that the blade cracked. Unsure as to what caused the blade to crack. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: it was reported that the ¿blade cracked.¿ did the blade tip break off? It did not break off.